Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/16/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a lens case. The lens was inspected by a qualified inspector using a 12x magnification. During inspection lens was received cut with missing parts of haptic and scratches on the edge. This is probably to make explant possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 16.0 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to a refractive error. The lens was replaced with the same model, but different diopter of 14.5. There was no incision enlargement or sutures used. Reportedly, there was no patient injury. No additional information was provided.